Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has received multiple no delivery alarms. It was stated that the there is greater resistance on the reservoir with the plunger push. The reservoir is not reused or prefilled. Customer stated that usually the alarms occurred around an hour after changing the infusion set and reservoir; customer would disconnect the infusion set at quick release and run manual prime but there is pressure. Customer was advised to make sure that the tubing connector fully pierced the reservoir. Customer was also advised to turn to her doctor for scar tissue examination. Fixed prime was performed and it was stated that the insulin pump alarmed right away. Customer's mother was very upset about the alarms recurring and was unable to complete troubleshoot as she was driving. Blood glucose value was 260 mg/dl. Nothing further reported.